Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the coronary wires were unable to advance through. Additional information indicated that the lead was unable to advance through due to a blockage in the lead. The product was never in service. There was no adverse patient effects reported.